Event description:
The customer reported that during a lobectomy, oozing occurred. It is unk if an end tone was heard. The oozing was controlled by the same device. There was no injury to the pt. No further details are available.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.